Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no button error alarm noted during testing. The unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 280 mg/dl. The customer's mother stated that the customer had already delivered a bolus to treat. She stated that he was treated with manual injections and that he had high blood glucose levels because he just had a basketball game. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.